Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 4 of 7. It was reported after using bd microtainer® tubes with k2e (k2edta), a sample exhibited clotting in one patient. The sample was redrawn and no adverse impact was reported regarding the patient or user.